Event description:
(B)(4). I got these on (B)(6) 2016. Doctor never told me about the black box warning or went over the patient checklist. I already had a rectocele and a cystocele. My family doctor also said my uterus was prolapsed, but has gone up since. In the manual it says not to put these in if there is something going on with the uterus. Since I have had these in, I now get little clots when I have a period, cramping whenever, and longer periods.